Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was identified as tissue adhesive. There was no physical damage at the foreign material detection point and there was no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope biopsy tube was clogged by tissue glue. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation foreign material was found inside of the channel tube and was able to be removed. This finding was due to insufficient cleaning or handling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.